Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first mitraclip (single leaflet device attachment) referenced is being filed under a separate medwatch report number.

Event description:
This is filed on the second mitraclip to report the clip interaction with the first mitraclip. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The echocardiogram imaging was very grainy. The first mitraclip ntr was implanted without issue. The second ntr was intended to be placed medial to the first clip, but when the second clip delivery system (cds) was in the left ventricle and was being retracted to the mitral valve, the second cds interacted with the first implanted clip, resulting in a single leaflet device attachment. The physician thought it was too risky to maneuver in this small area so he placed the second cds lateral to the first. The second clip was implanted and it stabilized the first clip. The procedure was completed with mr remaining at grade 4; it was unchanged. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on this information, the reported device damaged by another device appears to be due to user technique/procedural circumstances. Poor image resolution was related to grainy imaging. There is no indication of a product quality issue with respect to manufacture, design or labeling.